Event description:
In 2009, the pt's cde reported that the pt was experiencing elevated blood glucose of 300 mg/dl. Upon follow up with the pt the following month, she stated that she began use of the infusion device 2 weeks ago and her blood glucose has been "up and down a lot." Her target blood glucose level is 80-140 mg/dl. Her blood glucose began to elevate on 02/28/2009 and she continued to bolus through her infusion device but her readings did not decrease. Her highest blood glucose readings was 453 mg/dl. Symptoms of elevated blood glucose are increased thirst, irritation, and feels bad. Her blood glucose measured 147 mg/dl before bed last night it measured 247 at 8:00am this morning. Her most recent blood glucose reading was 120 mg/dl. She stated that her blood glucose becomes elevated when the infusion site is placed on the left side of her abdomen. She was educated on infusion site management and infusion site selection. She was sent information on infusion site management, sample infusion sets, and an infusion set insertion device. Upon follow up nine days later, the pt stated that she has been experimenting with alternative infusions sites and her blood glucose was within her target range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.